Manufacturer narrative:
Date of event: exact date unknown, event occurred last year from date of manufacture was made aware.

Event description:
It was reported that the patients ipg would not hold a charge following a total hip surgery. The patient underwent an ipg replacement procedure. The patients battery was disposed per hospital policy.